Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a portion of the cannula seal was identified inside the patient. The following information is unknown: the event date, if the fragment was retrieved, and the procedure/patient outcome. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.